Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the black box showed unusual fluctuation of the voltage resulting in a replace battery alarm and low battery warning. The pump was returned with corrosion in the battery compartment. The battery cap was not returned. The test battery cap was able to attach to the pump and power it on. The current draws measured within specifications. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of internal moisture. No loose components were found inside the pump. The battery life issue was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.